Manufacturer narrative:
Inconclusive, it is unknown at this time to what extent the device may have caused or contributed to the reported event. With no lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by the attorney states that the patient was implanted with a bard flat mesh and a ventralex. However, the patient is only making a legal claim against the ventralex, therefore, only one file was opened at this time this file represents the ventralex mesh implanted in the patient (device #1). Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified ventralex mesh (device #1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified flat mesh (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."